Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (remaining insulin reading) issue. The reading was more than what is in the cartridge. This is potentially reportable as an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/12/2016. The device has been returned and evaluated by product analysis on 08/18/2016 with the following findings. Pump powers to verify screen with no issues. No debris observed in cartridge compartment. Performed rewind and load cartridge successfully, then primed cartridge to 150u. Removed cartridge and verified cartridge was at 150u. Reinstalled cartridge. Performed rewind, then load once again. Piston stopped at 150u, display correctly read 150u. Units remaining were calculated correctly in steps 17 through 20. Unable to duplicate complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.